Event description:
It was report that a betadine swab stick from a foley prep kit was left in a patient post surgery. At the start of a surgery, an or nurse was preparing to insert a foley catheter into an obese female patient. The nurse reported difficulty visualizing the urethra. After the nurse prepped the site, she placed one of the betadine prep swabs into the patient's vagina to act as a landmark. The procedure was completed and the patient was discharge home. Post operation day one, the patient call the post operative unit complaining of some vaginal pressure. Then, while she was urinating she pulled a small hard plastic piece out of her vagina. The patient was instructed to go to her physicians office. It was determined that the item removed was a betadine swab stick from a foley prep kit . The patient was not injured. Upon the investigation by the hospital it was discovered that this was a common practice among nurses even though it was not the intended use of the betadine prep swab in the foley kit. The facility wanted to alert the manufacture to consider putting a warning label on package or alter the design of the prep stick to prevent it from being placed in the vagina.

Manufacturer narrative:
The reported event was confirmed as use of device issue based on event description. No sample was returned for evaluation. The lot number is unknown therefore the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿visually inspect the product for any imperfections or surface deterioration prior to use.¿ h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was report that a betadine swab stick from a foley prep kit was left in a patient post surgery. At the start of a surgery, an or nurse was preparing to insert a foley catheter into an obese female patient. The nurse reported difficulty visualizing the urethra. After the nurse prepped the site, she placed one of the betadine prep swabs into the patient's vagina to act as a landmark. The procedure was completed and the patient was discharge home. Post operation day one, the patient call the post operative unit complaining of some vaginal pressure. Then, while she was urinating she pulled a small hard plastic piece out of her vagina. The patient was instructed to go to her physicians office. It was determined that the item removed was a betadine swab stick from a foley prep kit . The patient was not injured. Upon the investigation by the hospital it was discovered that this was a common practice among nurses even though it was not the intended use of the betadine prep swab in the foley kit. The facility wanted to alert the manufacture to consider putting a warning label on package or alter the design of the prep stick to prevent it from being placed in the vagina.